Event description:
The customer reported that during the radio frequency ablation procedure system self-test, "temperature failed" was displayed. The generator did not activate. Since the doctor noticed the error when he was placing the needle electrode in pt, he thought it was a failure of the needle electrode. The needle electrode was replaced but it did not fix the problem. The generator was then replaced with another and the procedure was completed without further problem. The pt was reported as ok.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received by the tyco healthcare (B) (4) center and is under evaluation. When the device eval is complete, a follow-up report will be submitted.